Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilation. However, during inflation at rated burst pressure, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications reported. Patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR. : fg maverick 2 mr, 2.00mm x 15mm was returned to the complaint investigation site (cis). No issues identified with the hypotube shaft. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. A visual and tactile examination of the device identified a circumferential rupture, with a portion of the balloon not returned. No issues identified during examination of the extrusion shaft. A microscopic examination of the markerbands identified no damage. Bumper tip detached and not returned.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.00 mm x 15 mm maverick balloon catheter was advanced for dilation. However, during inflation at rated burst pressure, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications reported. Patient was in good condition.